Manufacturer narrative:
(B)(4). Mfg date: manufactured august 19, 2016 ¿ august 20, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed. During visual inspection the reported condition of a ruptured bladder was verified. The direct cause of the ruptured bladder could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate burst when adding nacl. There was no patient involvement. No additional information is available.